Event description:
Related manufacture reference number: 2017865-2023-47615. Related manufacture reference number: 2017865-2023-47616. It was reported that the patient presented in clinic. Interrogation noted that the atrial lead and right ventricular lead exhibited noise oversensing causing pacing inhibition resulting in a syncopal episode. The reported leads were capped and replaced on (B)(6) 2023. During the same procedure, the pacemaker was also explanted due to advisory status. The patient was in stable condition.

Manufacturer narrative:
The device was returned due to advisory safety. As received, a device was returned for investigation. Visual inspection of the device and header attachment area did not find any anomalies.